Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the check valve and the issue was resolved.

Event description:
It was reported that the unit had a damaged air valve inside the inspiratory port. There was no patient involvement. The event date was not specified; estimate used.